Manufacturer narrative:
Concomitant medical device: 305c223 tissue valve, implanted (B)(6) 2012.

Event description:
It was reported that the implantable pulse generator (ipg) device experienced premature battery depletion. The device was explanted and replaced. It was also reported that the right ventricular (rv) lead was programmed high due to chronic high thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.